Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: clinical code, type of investigation. The reason for the reported event due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 03-pml-20-0004 - prim+ tib-l-20mm-sz4: (B)(6). 350-23-24 - fixed bearing tibial insert: (B)(6). 350-03-04 - vantage total ankle flat cut talar comp, size 4, left: (B)(6). 03-cmb-lc-0004 - p/p+ locking clip - sz4: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 2 months post the initial left total ankle arthroplasty, the patient had a virtual follow up visit and was determined to have an infection, likely bacterial, due to swelling, redness, and discharge. Antibiotics were prescribed for 7 days. At a follow up two weeks later the patient presented with improvements but had experienced a stall in healing. Medication was prescribed for wound management and the patient has since experienced improvement. The outcome is considered to be continuing.